Manufacturer narrative:
(B)(4). The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of the event history log identified the reported problem as a low drain volume alarm. A device history record review and a service history review revealed no issues that could have caused or contributed to the reported issue. The sample analysis revealed no non-conforming product that could have caused or contributed to the reported problem. Upon conclusion of the investigation, the direct cause of the reported problem was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an unspecified problem on the homechoice device during use. There was no report of patient injury or medical intervention associated with this report. No additional information is available at this time.